Event description:
It was reported that a patient implanted with an impella rp flex experienced a purge pressure low alarm, oozing at the insertion site, hematuria, and liver shock. The patient was treated with albumin but the patient's condition continued to deteriorate and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.